Event description:
The hcp reported that the pt had a bravo capsule placed. Six days later the pt requested the capsule be removed. The capsule was removed endoscopically using a snare and cautery. It was elected to monitor the pt in the hosp overnight due to a drop in hemoglobin. The following morning hemoglobin levels were normal and the pt was discharged from the hosp.